Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that catheter issue occurred. The target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. An opticross 18 was selected for use. During the procedure, the first intravascular ultrasound (ivus) was recorded. However, when user pullback and record second run, it was noted that there was no ivus image shown from the system during the second run, and the proximal shaft from the catheter was over-twisted. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Event description:
It was reported that catheter issue occurred. The target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. An opticross 18 was selected for use. During the procedure, the first intravascular ultrasound (ivus) was recorded. However, when user pullback and record second run, it was noted that there was no ivus image shown from the system during the second run, and the proximal shaft from the catheter was over-twisted. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter address 1:(B)(6). Device evaluated by MFR: the device was returned for evaluation. The retainer hub returns with a fin outside the hub hole. A twist was observed in the imaging window assembly. In order to inspect for a damage in the imaging core at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly were pulled out from the removed hub. An ic windup began 155 cm from the distal end of the connector shaft. A kink and a twist were observed in the imaging window. An ic windup was observed in the core image. An impedance test was performed with the above referenced calibrated equipment. Impedance testing shows an electrical open at proximal wave form. No other issues were identified during the product analysis.